Manufacturer narrative:
The reporter's meter was returned for investigation. The display functionality was checked and the display has numerous rows of black pixels. The results would be clearly readable. The meter was opened and investigated. Contamination observed preventing the ability to obtain a result. The seating of the flex cables was checked and the cables were seated correctly. The returned display assembly was removed and replaced with a retention display assembly. Meter performs as expected with an exchanged display. The returned display assembly is found to be defective. The cause has been determined to be a manufacturing issue. Medwatch fields d9 and h3 have been updated.

Manufacturer narrative:
Unique identifier (UDI) #(B)(4). The customer¿s meter was requested for return. The product has not been received at this time. The investigation is ongoing.

Event description:
The initial reporter complained of a display issue with accu-chek inform ii meter serial number (B)(4). The initial reporter stated there were lines on the display of the accu-chek inform ii meter which affected the readability and visibility of the results field of the display. No actual misinterpretation of a result occurred.